Event description:
It was reported that during surgery, the patient had a bone island fracture.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no relevant clinical medical information was provided to conduct a thorough medical assessment. Should any additional clinical information be provided this complaint will be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.